Manufacturer narrative:
No malfunction is supported. The issue is consistent with a use related issue given that multiple alarms were identified in the log file data with user silencing actions noted to occur at an overview/client device each time. The customer has been provided with the results of the investigation and the device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that a patient monitored by telemetry had an asystole alarm event which they did not hear alarms for at the information center ix. The patient required resuscitation and survived. Use of the device may have been a factor in this incident. The patient had an asystole event and was discovered by staff; the patient required CPR. A defibrillator was connected but it was unclear if the patient required a shock or not. The device was in use monitoring the patient.